Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a ripped downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The dso seal, battery spring contacts and uso seal were replaced to correct the issues. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.